Event description:
It was reported there was a problem with the rtc battery. There was no patient involvement.

Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the over limit rtc battery was the root cause. The rtc battery was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.